Manufacturer narrative:
At this time, no further information is available. Should additional information become available in the future, we will provide a supplemental report.

Event description:
It was reported that boston scientific technical services (ts) was contacted to evaluate a few episodes of potential supraventricular tachycardia (svt) over-sensing from this implantable pacemaker. Ts was unable to conclusively provide an assessment and recommendations, as the specific device details and data were not provided. A request has been made regarding the device information and further details will be provided, once available. At this time, this pacemaker remains implanted and in-service. No adverse patient effects were reported.